Event description:
A customer reported that their t:slim x2 pump battery would not charge despite various troubleshooting attempts, such as using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support determined that the pump needed replacement and arranged for a new pump to be shipped the same day, with the customer informed about the shipment process and return instructions for the faulty pump.